Manufacturer narrative:
Perforator was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
4 of 4 reports: different patients, same failure. Other mfg report numbers: 3014334038-2021-00065, 3014334038-2021-00066, 3014334038-2021-00067. A facility reported a perforator failed to disengage and stopped spinning when it reached the inner table of the skull. The perforator contacted the dura. Medtronic was the manufacturer of the electric drill. The perforator clicked into place in the drill. The surgeon had to change to perform a craniotomy and remove a larger bone flap incorporating the perforator site. The patient tolerated the procedure. Three similar incidents happened on 3 different occasions, within a 3-week period. Each patient was treated the same, since it was the same three surgeons working together; the bone flap was expanded with a craniotomy and dura was sutured.